Event description:
It was reported that elevated threshold changed to "failure to capture - intermittent".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had elevated thresholds with high output and exit block. The lead was capped and replaced. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).